Manufacturer narrative:
Evaluation, results: (root cause undetermined); (deformation problem). Conclusions: (root cause undetermined). (B)(4).

Event description:
Physician was attempting to deliver 1 integrity bare metal stent but the stent could not cross and was removed, when the device was returned to the manufacturing facility damage was noted. A new device was used to complete the procedure. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement. One strut on the 12th proximal segment was raised. A number of struts on the 12th segment were deformed. The remaining segments were intact.